Event description:
It was reported that the insulin pump had fluid in the reservoir compartment. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked display window on the bottom right side corner, cracked case on display window corners, cracked reservoir tube lip and missing end cap sticker. No liquid or moisture inside the reservoir or insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.